Event description:
The physician reported that during vitrectomy surgery, cutters from both packs showed a cutting defect (intermittent cutting) which caused tension on the retina (no medical or surgical intervention required). At first, a 27 gauze pack showed cut failures, then a second pack was opened and the cut was still intermittent. The surgery was completed in the same day but it was not known how it was completed. The aspiration condition was normal. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.